Event description:
Pt reported to nurse that she has difficulty opening deo and also difficulty attaching cleo infusion tubing to her cleo sq site. She says she thinks she got a "bad batch" of supplies as the cleo connects at an angle to her site instead of smoothly. Lot number and expiration date not provided. Tracking information is not available. Photographs were not provided. No alarm reported. This isa continuous infusion. Set flow rate and volume delivered are unknown. No further information provided. Reported to (B)(6) by health professional.